Manufacturer narrative:
No blank display, frozen scree, audio or beep anomaly or button error alarm noted. However, unit had unresponsive buttons due to flattened all buttons dome switch. No unlocked j2/lcd keypad connector noted. Unable to perform operating currents, self-test, and displacement test due to unresponsive button.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had unspecified pump error alarm. The customer¿s blood glucose level was unknown. The customer stated that the insulin pump had vibrate anomaly and the screen was locked. The device will be returned for the analysis.